Manufacturer narrative:
Product ID 7435, serial# (B)(4); product type programmer, patient product ID 7 48951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3998 lot# j0455302v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient had replacement surgery on 2014-(B)(6) to implant a new non-rechargeable ins and new extensions. It was noted that the old ins and extensions had been removed at an earlier date. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that the patient complained of burning and itching at the battery pocket site since the replacement surgery. It was noted that the use of the stimulator (either on or off) had no impact on the irritation. It was noted that the patient had a burning sensation, redness, and itching at the device pocket. It was noted that the patient it was noted that the physician had begun the process to schedule for another replacement surgery to explant and replace with a non-rechargeable implantable neurostimulator (ins). It was noted that impedance testing, bloodwork, and a CT scan were performed as diagnostic measures during the post-operative period. It was noted that the patient was alive with injury at the time of the report. Additional information received reported that the pocket site hurt and there was pain at the pocket site. It was noted that the patient had not experienced anything like this before with the previous systems. [Omitted information previously reported] additional information received reported that the patient had a replacement scheduled for 2013 (B)(6). It was noted that the first impedance test showed nothing out of range. It was noted that per the health care professional (hcp) all the bloodwork and CT results ruled out an infection and did not show any obvious problems.

Event description:
Additional information received reported the patient was programmed and stated "it felt just like it used to".

Event description:
Follow up reported there was fat necrosis secondary to surgery to replace the battery. It was noted the event was due to prophylactic explant. The stimulator and extension were explanted on (B)(6) 2013. It was also noted there was a CT scan and battery without abscess was noted. There was yellow fluid under pressure in the battery pocket. The cultures were negative and it was noted as not an infection. The physician did not believe it was caused by device malfunction. It was felt to be fat necrosis. Another implant was planned for (B)(6) 2014. Signs and symptoms associated with the event included buttock pain. It was noted the patient was hospitalized due to the event and there was non-serious injury/illness.